Event description:
It was reported that a balloon expandable stent dislodged within the introducer sheath during insertion. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwj2427. The device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contribute to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.